Event description:
--

Manufacturer narrative:
This pacemaker will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was found to be end of life (eol). Premature battery depletion was suspected. This pacemaker was explanted and replaced, and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.